Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5105467) on 04-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain/ my back was so sore constant') and femur fracture ('breaking bones (femor)') in a female patient who had essure (batch no. A36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), femur fracture (seriousness criteria hospitalization and disability), foot fracture ("breaking bones (toes) (foot)"), autoimmune disorder ("autoimmune"), contusion ("bruising"), swelling ("swelling"), hypertension ("high blood pressure"), hyperaesthesia teeth ("teeth sensitivity"), feeling abnormal ("memory fog/ memory fog became severe"), bone loss ("bone loss"), fatigue ("fatigue"), intervertebral disc degeneration ("degenerative disc"), asthenia ("body became weak"), osteogenesis imperfecta ("bones became brittle"), alopecia ("I was loosing hair"), fluid retention ("water retension"), arthralgia ("joint aching"), gait disturbance ("barely able to walk"), muscular weakness ("muscle weakness") and general physical health deterioration ("body began deteriorating") and was found to have pituitary tumour ("pitutory tumor") and weight increased ("weight gain"). The patient was treated with surgery (essure explant). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, femur fracture, foot fracture, autoimmune disorder, pituitary tumour, contusion, swelling, hypertension, weight increased, hyperaesthesia teeth, feeling abnormal, bone loss, fatigue, intervertebral disc degeneration, asthenia, osteogenesis imperfecta, alopecia, fluid retention, arthralgia and gait disturbance outcome was unknown. The reporter considered alopecia, arthralgia, asthenia, autoimmune disorder, back pain, bone loss, contusion, fatigue, feeling abnormal, femur fracture, fluid retention, foot fracture, gait disturbance, general physical health deterioration, hyperaesthesia teeth, hypertension, intervertebral disc degeneration, muscular weakness, osteogenesis imperfecta, pituitary tumour, swelling and weight increased to be related to essure. The reporter commented: hour loss was also reported the seriousness criterion ¿other serious or important medical event, hospitalization, disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿ we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5105467) on 04-jan-2022. The most recent information was received on 14-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain/ my back was so sore constant') and femur fracture ('breaking bones (femor)') in an adult female patient who had essure (batch no. A36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In february 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), femur fracture (seriousness criteria hospitalization and disability), foot fracture ("breaking bones (toes) (foot)"), autoimmune disorder ("autoimmune"), contusion ("bruising"), swelling ("swelling"), hypertension ("high blood pressure"), hyperaesthesia teeth ("teeth sensitivity"), feeling abnormal ("memory fog/ memory fog became severe"), bone loss ("bone loss"), fatigue ("fatigue"), intervertebral disc degeneration ("degenerative disc"), asthenia ("body became weak"), osteogenesis imperfecta ("bones became brittle"), alopecia ("I was loosing hair"), fluid retention ("water retension"), arthralgia ("joint aching"), gait disturbance ("barely able to walk"), muscular weakness ("muscle weakness"), general physical health deterioration ("body began deteriorating"), abdominal pain lower ("lower abdominal pain"), cushing's syndrome ("cushing syndrome") and fibromyalgia ("fibromyalgia") and was found to have pituitary tumour ("pitutory tumor") and weight increased ("weight gain"). The patient was treated with surgery (essure explant). Essure was removed in (B)(6) 2018. At the time of the report, the back pain, femur fracture, foot fracture, autoimmune disorder, pituitary tumour, contusion, swelling, hypertension, weight increased, hyperaesthesia teeth, feeling abnormal, bone loss, fatigue, intervertebral disc degeneration, asthenia, osteogenesis imperfecta, alopecia, fluid retention, arthralgia, gait disturbance, abdominal pain lower, cushing's syndrome and fibromyalgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, asthenia, autoimmune disorder, back pain, bone loss, contusion, cushing's syndrome, fatigue, feeling abnormal, femur fracture, fibromyalgia, fluid retention, foot fracture, gait disturbance, general physical health deterioration, hyperaesthesia teeth, hypertension, intervertebral disc degeneration, muscular weakness, osteogenesis imperfecta, pituitary tumour, swelling and weight increased to be related to essure. The reporter commented: hour loss was also reported. The seriousness criterion ¿other serious or important medical event, hospitalization, disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Discrepancy noted in stop date, 05-feb-2018 as reported in the source doc. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case (B)(4) transferred into retention case (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 04-jan-2022. The most recent information was received on 14-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain/ my back was so sore constant') and femur fracture ('breaking bones (femor)') in an adult female patient who had essure (batch no. A36511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), femur fracture (seriousness criteria hospitalization and disability), foot fracture ("breaking bones (toes) (foot)"), autoimmune disorder ("autoimmune"), contusion ("bruising"), swelling ("swelling"), hypertension ("high blood pressure"), hyperaesthesia teeth ("teeth sensitivity"), feeling abnormal ("memory fog/ memory fog became severe"), bone loss ("bone loss"), fatigue ("fatigue"), intervertebral disc degeneration ("degenerative disc"), asthenia ("body became weak"), osteogenesis imperfecta ("bones became brittle"), alopecia ("I was loosing hair"), fluid retention ("water retension"), arthralgia ("joint aching"), gait disturbance ("barely able to walk"), muscular weakness ("muscle weakness") and general physical health deterioration ("body began deteriorating") and was found to have pituitary tumour ("pitutory tumor") and weight increased ("weight gain"). The patient was treated with surgery (essure explant). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, femur fracture, foot fracture, autoimmune disorder, pituitary tumour, contusion, swelling, hypertension, weight increased, hyperaesthesia teeth, feeling abnormal, bone loss, fatigue, intervertebral disc degeneration, asthenia, osteogenesis imperfecta, alopecia, fluid retention, arthralgia and gait disturbance outcome was unknown. The reporter considered alopecia, arthralgia, asthenia, autoimmune disorder, back pain, bone loss, contusion, fatigue, feeling abnormal, femur fracture, fluid retention, foot fracture, gait disturbance, general physical health deterioration, hyperaesthesia teeth, hypertension, intervertebral disc degeneration, muscular weakness, osteogenesis imperfecta, pituitary tumour, swelling and weight increased to be related to essure. The reporter commented: hour loss was also reported the seriousness criterion ¿other serious or important medical event, hospitalization, disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿ quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jan-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.